Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: date of event unknown. Explanted date: device was not explanted. Establishment name: seattle children's hospital, department of radiology, section of interventional radiology. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The following was reported through literature review. One day after the procedure/deployment of a 6 fr angio-seal, a (B)(6) patient developed a small hematoma. There was concerns for infection due to an overlying erythema (redness of the skin) 3-4 days later, so oral antibiotics were prescribed. Issue resolved and no further intervention needed.